Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the midly tortuous and moderately calcified vein. A 5.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.